Event description:
It was reported that a revision surgery was performed due to left hip trunionosis with metal debris. Liner, head and stem were removed. The metal debris were caused by the interaction in between the titanium stem and the co-cr neck.